Event description:
Procedure: lap gastric bypass. According to the reporter: the device made a cracking sound. Staples did not form properly and tissue was damaged. The surgeon noted the knife was sticking out at the distal end of the cartridge when the jaws were opened. Tissue was oversewed with an endo stitch. Delay in or time was 20 mins. Blood loss was reported as 50cc. Doctor was able to finish the case without any additional problem. Pt condition at the time of the report was reported as stable.